Manufacturer narrative:
The part and lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 5888102r, lot # 1613908; part # 5881003540, lot # 1580117, lot # 1471836 and lot # 1449038. Manufacture date for lot 1613908 is 9/1/2016; manufacture date for lot 1580117 is 06/14/2016; manufacture date for lot 1471836 is 09/24/2015; manufacture date for lot 1449038 is 07/01/2015. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a surgical procedure. Allegedly, some time post-op the patient had an allergic reaction. The patient would like to know the composition of the implant material. The plates were removed from the patient.